Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was inserted. The closure device was deployed in the laa. There was a perforation following the deployment of the device. This lead to a pericardial effusion with tamponade. The closure device was checked for released criteria and was released from the core wire and implanted in the laa of the patient. The was / wds system was pulled back to the right side and heparin was reversed. The physician performed a pericardiocentesis and they also did a pericardial window. The patient recovered and was stable before leaving the room. Later that evening the decision was made to bring the patient to surgery. In surgery the surgeon ligated the laa of the patient and the device was removed as well. The patient recovered and was stable following these events.